Event description:
It was reported that the customer's insulin pump alarmed during the prime process. It was stated that the piston continues moving forward after it makes contact with the reservoir, and insulin squirts out. It was stated that the customer was advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.